Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump was observed to be damaged and customer experienced difficulty charging the pump. Reportedly, the usb port was chipped. Customer's blood glucose ranged from 300-500 mg/dl. The customer reverted to manual injections for insulin therapy.